Manufacturer narrative:
Patient's weight was not provided. If the requested information becomes available, a supplementary report will be submitted.(B)(4).

Event description:
Per complaint (B)(4), during torque test, patient experienced loss or failure of implant to integrate.